Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a low helium issue. The customer stated that the tank was full and could not find any leaks. The iabp was exchanged, to continue with the treatment, and sent to biomed. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10, h11. Corrected fields: d5, e2 (to be left blank), e3 (to be left blank), g3 (remove healthcare professional).

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the unit and could not duplicate the reported issue. The stm performed all calibration, functional and safety tests and all passed per factory specifications, the iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a low helium issue. The customer stated that the tank was full and could not find any leaks. The iabp was exchanged, to continue with the treatment, and sent to biomed. It is unknown if there was any patient harm/injury; however there was no adverse event reported.